Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 468 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller was unable to conduct any testing at the time of the call. The caller stated that she would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.